Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The patient was scheduled for a lead revision procedure however expired prior to the procedure unrelated to the lead. There were no allegations against system function related to the patient expiring.